Manufacturer narrative:
The insulin pump passed the functional testing, including the rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. However, the insulin pump was returned for a power error alarm. Detailed trace analysis confirmed that the alarm was triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of the microtimer in detailed trace confirmed that the root cause of the issue was the non sleep anomaly software error. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a scratched case.

Manufacturer narrative:
Additional testing information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a power error alarm on the insulin pump. Customer also reported experiencing a hypoglycemic event that led them to be unconscious. It was reported the customer's blood glucose was 8 mmol/l when the paramedics arrived. It was also reported the insulin pump was able to stop insulin delivery when the customer reached their low. The customer's insulin pump will be returned for analysis.